Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced initializing screen without manual restart. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would boot. Receiver functional tester: passed all relevant testing. The receiver download was retrieved and no issues were found in the investigation window. The reported event of initializing screen without manual restart was undetermined. A probable cause could not be determined.